Manufacturer narrative:
A graphic user interface (gui) to breath delivery (bd) cable was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned components was performed and indentations and discoloration were observed on the outer insulation of the cable. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported the root cause was isolated to expected wear of the cable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventilator generated a loss of communications error. The ventilator was not in use on a patient at the time the malfunction occurred. The service engineer (se) the service engineer inspected the device and replaced the graphical user interface (gui) to breath delivery (bd) cable assembly. The unit passed all testing and operates within the manufacturing specifications.